Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had big differences between his sensor glucose and blood glucose. The customer's sensor glucose was 39 mg/dl and blood glucose was 90 mg/dl. No additional information provided.